Event description:
Additional information received reported that the patient had difficulty communicating with the ins because the programmer screen went blank. After additional education the patient was able to communicate with the ins, and changed to program 1 at 5.5 v and planned to track her symptoms. It was noted that the ins had been turned off for the first six months after implant.

Event description:
It was reported that the patient was never receiving therapeutic effect. The patient had a loss of bladder control. The patient's incontinence and urgency seemed to be getting worse since she got her replacement. Symptoms began following the replacement. The patient reported no falls or trauma occurring. The patient increased stimulation but nothing changed. The patient did not feel stimulation at the time. Stimulation was off since the replacement. The patient turned on stimulation and she was then feeling it. The patient felt stimulation in the left of the vagina and back a little bit. The patient wanted to feel stimulation in the bike seat area. A week later the patient reported that she was still experiencing terrible urgency and some incontinence since turning the device on. The patient adjusted programs from program 1 at 5.6 v to program 2 at 4.2 v and was going to monitor her symptoms going forward. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported, the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. It was stated "the health care professional did not have much knowledge of working with the implant." No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v142285, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).